Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was seriously ill with the flu and had diabetic ketoacidosis. Customer stated that she had been off the pump for a couple of weeks. Customer pressed the act button, but nothing happened. Customer was advised to remove the battery from the pump and place a new battery into the pump. Customer received a battery out limit alarm. Customer cleared the alarm. Customer also had a weak battery alert, sensor end alert, and a no delivery alarm, which were all cleared. Customer stated that the no delivery alarm was probably due to the insulin being empty. Customer was hospitalized on (B)(6) 2015 for flu symptoms and high blood glucose levels. Customer was sent home and then went back the next day. Customer was wearing the pump at the time and thinks it was removed by the hospital staff. Customer had the flu for about 2 days before she went in. After troubleshooting, customer was advised that the pump was working as designed. No further assistance needed.